Event description:
It was reported that the customer's insulin pump became water damaged while he was walking on the beach. His blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly, corrosion on the motor, battery tube and vibrator assembly. No further tests could be completed due to blank display. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, and cracked reservoir tube.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.